Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and tandem wall adapter resulting in the pump shutting down. Customer's blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer took no action to address bg level. Reportedly, the customer was able to successfully charge the pump using an alternate wall adapter and usb cable.